Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came loose from the holder [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came loose from the handle after using the toothbrush several times. She replaced the brush head with a new one, and reported it worked. No symptoms developed.